Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service technician replaced the batteries. Fse performed functional and safety checks to meet factory specifications. The unit was then released back to the customer. Returned unit for clinical use.

Event description:
During the serviced preventive maintenance (pm), the getinge/ maquet service technician discovered that the battery runtime did not meet the 135 minute battery run time. No patient involvement. No adverse event reported.